Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed had been advised by the staff that the co2 was reading low. However, the biomed unable to duplicate the issue. The biomed performed agent testing and the device passed all the testing and was reading within specification. The biomed advised they will try to calibrate and zero the o2 sensor and advised they will call back if there are any other issues. No further calls have been received on this issue from the biomed. Based on the results of the analysis, the product malfunction was unable to be confirmed. The cause of the reported issue could not be replicated by the customer biomed. No further reports have been received for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an expression mr400 MRI patient monitor indicating that fio2 module is not reading co2 correctly; it was 5 degrees off. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.